Manufacturer narrative:
(B)(4). To date the incident generator has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the unit self-activated when a bipolar device was inserted into the unit. There was no patient injury.